Event description:
It was reported patient underwent a total hip revision procedure on (B)(6) 2014. During the procedure, the tip of the disk drill fractured in the patient's distal femur canal. The fractured tip remains in the patient. An ultra drive tip was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, "the patient is to be warned that ultra-drive tool tips can break or otherwise fail during surgery, and that fragments of broken tool tips can remain at the surgical site after surgery."